Manufacturer narrative:
Customer reports seeing potentially false negative results when testing clinical samples using lumiradx sars-cov-2 rna star complete, lot# m2200948. Customer notes that clinical samples returned positive results when testing with separate antigen test before samples were reflexed for testing with lumiradx sars-cov-2 rna star complete. Customer did not indicate which prior antigen test was used. Patient sample produced negative on first run (B)(6) 2023 and produced negative result when re-ran on second run (B)(6) 2023. New patient sample was collected and also tested in second run (B)(6) 2023 and produced negative result. Second sample was also diluted and ran on second run (B)(6) 2023 and produced negative result. Retain unit from same lot# m2200948 has been tested internally. Kit appears to be performing appropriately. Customer has provided field applications team with clinical samples to perform internal testing. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.

Event description:
Customer notes potentially false negative results when testing patient samples using lot# m2200948. Customer had deemed patient positive with prior antigen test before performing testing with lumiradx sars-cov-2 rna star complete.